Manufacturer narrative:
The cause of the discrepant factor viii result has been investigated by siemens healthcare diagnostics. The issue is an isolated finding of a patient measurement with a falsely elevated f viii result. According to the data analysis of the instrument backup files, no systematic malfunction of instrument or reagent could be identified. Qc results were within ranges and no performance issue could be identified. Repetition of the patient sample measurement and qc rule out a potential reagent instability issue. The issue has been attributed to the health care facility using 3rd party reagents and applications. Immediately before the questioned sample was initially tested, a dabigatran assay of a competitor had been run. For all repeat testing, the questioned sample was run without such testing of the dabigratran assay prior. Investigation of the 3rd party applications showed that the dabigatran assay is using a thrombin reagent with a final pipettor washing step using water. However, the siemens manual describes that after a thrombin reagent, an intense washing step using bcs washing solution has to occur. From the event seen in the instrument logs and the inadequate washing in the application, we conclude that in the first fviii measurement, a carry over of some minute amount of thrombin from the 3rd party assay into the f viii measurement occurred, leading to a reduced clotting time and therefore to a false normal f viii result. The customer will be informed to set an adequate washing procedure as the final step in the 3rd party application. The customer will be advised to revise this procedure accordingly. The instrument is performing according to specification. No further investigation is required.

Event description:
Discrepant factor viii (fviii) results were obtained on a patient sample. The patient results were reported to the physician who questioned the results. The sample was repeated and lower results were obtained and reported. Patient treatment was not altered or prescribed on the basis of the discrepant fviii result. There was no report of adverse health consequences as a result of the discrepant fviii result.